Event description:
Approximately 4 years 9 months post implant of a 23mm sapien 3 valve in the aortic position, the field clinical specialist (fcs) was informed that the patient was being evaluated for an explant. The patient's valve presents stenosis. The patient is believed to be symptomatic. The patient has decided they would like to have the valve explanted and a surgical valve implanted. Upon medical records review, the patient's valve was found to be present with severe prosthetic aortic valve stenosis and mild aortic insufficiency. Patient was seen for possible surgical intervention.

Manufacturer narrative:
The investigation is ongoing. Device is not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. In addition, valve stenosis, regurgitation, and device explants are listed as potential risks associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for stenosis and regurgitation were confirmed based on review of the medical records provided. There was no allegation of a device malfunction that contributed to the reported event. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Medical records review revealed that the patient had diabetes mellitus (dm) and hyperlipidemia. The dm and hyperlipidemia are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. While a definitive root cause was unable to be determined, it is possible that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with the use of the valve. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, the patient had stenosis which can lead to regurgitation. While a definitive root cause was unable to be determined, it is possible that patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.